Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture and decreased pacing impedances. The impedances were never out of range. Additionally, the patient experienced pain from ra pacing. A revision procedure was performed and this ra lead was repositioned. No additional adverse patient effects were reported.